Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had ineffective therapy and could not set the ipg to MRI mode. Diagnostic reports indicate that there are multiple high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was removed and replaced to address the issue.

Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 22.1cm distal to the stimulation end. All channels measured open due to the broken wires which would cause the autoreducing of the output stimulation and also cause the ipg not to enter MRI mode.